Manufacturer narrative:
Ftr#(B)(4). UDI# (B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the reload noted a full complement of staples. Functional evaluation of the reload noted that all staples were placed in test media after firing. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a hepatectomy, the device could not fire despite the green firing button having been pushed. Then the surgeon clamped the tissue again and pushed the green firing mode button, however, the same event occurred. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.